Event description:
It was reported that pump housing around usb port was damaged from normal wear and tear, causing screws to no longer hold plastic around usb in place, but damage did not affect ability to charge pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.